Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2014 with the following findings: on investigation, the reported casing issue was verified. The battery compartment was found to have cracked at two places, along the side in the threads area and along the side up from the base seal. The pump powered up with auditory and vibratory features. No tactile issue was found with the buttons. Unrelated to the casing issue, the display was observed to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was cracked. It was reported that the cap was not damaged and there was no evidence of moisture corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.